Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient reported that her sensor fell off in the middle of the night on (B)(6) 2024 when she was sleeping that caused the insulin pump to not provide her insulin. It was reported that she found the sensor on the bed. The patient was taken to the hospital due to diabetic ketoacidosis (dka), there were no specific symptoms reported. The patient was admitted to the hospital and stayed there for 2 weeks. The patient was treated with insulin. At the time of the event the patient in normal condition. No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This report is 1 of 2 adverse events. Related record (B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.